Event description:
3:45pm found silver dollar sized wet spot in pt's bed under y-connector. Attempted to flush PICC line. PICC line clotted, removed and restart peripheral IV. PICC replaced on 4th attempt; 2 on 12/18 and 2 on 12/24. Interim required multiple peripheral IV sticks. Lot# of y-connector in exchange "cart drawer" on 12/16/99 was #70803. Codan should not have sent this lot# related to prior complaint (august 99) from this facility.